Event description:
The staple load did not fire but was expelled into the patient with pieces of the handle. Handle fell apart into the following pieces - two black rods, on blue plastic piece, on white plastic piece, one metal spring, and one other metal piece. Retrieved by surgeon, confirmed with x-ray. Product rep notified. Staple load for the endo gia is cat# 030414. It was expelled into the patient when the handle fell apart.